Event description:
Pt underwent tonsillectomy. During the procedure the surgeon used the bovie (bovie is short hand generic descriptive of the overall device, the actual device is the tip and it is manufactured by megadyne, the product name is e-z clean) to remove the tonsils. The device is not reprocessed. During the process the surgeon noted a flame on the bovie tip. The surgeon removed the bovie immediately and the tip was taken from the sterile field. The bovie unit (electrosurgical unit by aspen) did not sound an alarm. The medical team assessed the pt for any burns or complications with none found. There is no other pt occurrence that the facility believes contributed. It is not clear if oxygen was being used. The record indicates a masked induction followed by intubation. The intubation involves a cuff to maintain the tube placement. If there was an o2 enriched environment at the time, it existed within the tube. The surgery is accomplished around the tube and the o2 enviroment is typically 21%.